Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
The hcp reported pump erosion and a pump replacement was being planned. The pump was used to deliver gablofen. Additional information has been requested, but had not been received as of the date of this report.